Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date. Legal manufacturer: hcs madison: 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported a patient was connected to an avance cs2 that was set to deliver tidal volume of 600 ml/min. However, it was alleged that the unit was only delivering tidal volume of 250 ml/min. The customer reported that the unit alarmed for a circuit leak and the patient was subsequently switched to manual ventilation, but the unit still was unable to achieve the correct tidal volume. After the procedure, the patient was transferred to the ICU. There was no reported patient sequelae. Ge healthcare will submit a follow-up report when the investigation has been completed.